Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I. It was reported that the patient¿s ins recharger (insr) was not recharging their ins. The patient saw a ¿call your doctor¿ screen, but they did not know what code came up. No symptoms or complications were reported.

Manufacturer narrative:
Review of this MDR shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.